Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) had not deployed when device was removed. Hemostasis was achieved via manual compression. There was no reported patient injury. The device was stored and prepared according to (IFU). The device was inspected prior to use with no anomalies or damage noted. The indicator wire showed no damage prior to use. During the occlusion process and in accordance with standard operation, the indicator window failed to change color. The indicator window was facing up during retraction and it did not change at all. Concerned about unintentional release, the operator did not press the plug release button. Upon removal, it was found that the guidewire loop had not deployed. Subsequent forceful pressing test was conducted outside the body and showed that the device could be pressed down. When the device was removed from the patient, there were no damages to the indicator wire loop. Following liver imaging procedure a 5f occluder was routinely used to seal the puncture site. The femoral artery¿s suitability and vessel diameter (=5 mm) were verified via angiography, with no visible calcium/plaque, no nearby stent, no vessel stenosis >50%, and no prior closure within thirty days. There was no evidence of pre-existing hematoma, av fistula, or pseudoaneurysm. A 5f cordis vascular sheath was used. The exoseal vcd was used during an angiographic procedure with a retrograde approach. The physician was certified to use exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. A 5f cordis avanti catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The indicator wire deployment simulation could not be performed, as the indicator wire was already fully deployed. It was confirmed that the csi received was the applicable size to use with the received device. The reported event of ¿indicator wire deployment difficulty unable¿ was not confirmed since the device was received with the indicator wire deployed and with no anomalies. The cause of the reported issue could not be determined since the condition of the received device did not match the event reported, as it was received with the wire fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) had not deployed when device was removed. Hemostasis was achieved via manual compression. There was no reported patient injury. The device was stored and prepared according to (IFU). The device was inspected prior to use with no anomalies or damage noted. The indicator wire showed no damage prior to use. During the occlusion process and in accordance with standard operation, the indicator window failed to change color. The indicator window was facing up during retraction and it did not change at all. Concerned about unintentional release, the operator did not press the plug release button. Upon removal, it was found that the guidewire loop had not deployed. Subsequent forceful pressing test was conducted outside the body and showed that the device could be pressed down. When the device was removed from the patient, there were no damages to the indicator wire loop. Following liver imaging procedure a 5f occluder was routinely used to seal the puncture site. The femoral artery¿s suitability and vessel diameter (=5 mm) were verified via angiography, with no visible calcium/plaque, no nearby stent, no vessel stenosis >50%, and no prior closure within thirty days. There was no evidence of pre-existing hematoma, av fistula, or pseudoaneurysm. A 5f cordis vascular sheath was used. The exoseal vcd was used during an angiographic procedure with a retrograde approach. The physician was certified to use exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.